Event description:
Health care professional reported left side rupture. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: observed 40 mm dark patch edge material inside gel device.

Event description:
Health care professional reported a rupture. This relates to the left side. Device has been explanted and replaced with a non- allergan device.

Event description:
Health care professional reported left side rupture. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Health care professional reported left side rupture. Device has been explanted and replaced with a non- allergan device.